Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button is not functioning until he press it hard. The customer blood glucose level was 274 mg/dl at the time of incident. Customer was doing a load reservoir when he noticed that the act button needs to be hardly press in order to make it work. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.